Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received on 2017-jan-12 from the patient¿s healthcare provider (hcp). It was reported that the patient went to a local ER with complaints of persistent leg pains. The patient was given IV dilaudid without relief of pain and then developed respiratory suppression and was intubated for airway protection. The patient was later diagnosed with aspiration pneumonia. It was believed that the unconsciousness was the result of overmedication with IV medications, but the patient was not given narcan. Supportive measures were taken to maintain airway until IV opioid dissipated. The hcp was of the opinion that IV opioid overdose was the cause of the patient being unconscious and admitted to the ICU. The patient began to experience suboptimal it drug therapy, and a catheter dye study was attempted by interventional radiology. However, a 21 gauge needle was used to access the catheter port. As this needle was too large to enter the port, the dye pooled at that point. The patient¿s back fractures were the result of a fall.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient was admitted to the ICU (intensive care unit). The patient was unconscious. The physician was ordering the pump to be turned to minimum rate. The environmental, external or patient factors that may have led or contributed to the event was reported as the patient was in to the physician¿s office for a refill on (B)(6) 2016. It was unknown if there were any diagnostics or troubleshooting performed. The intervention/actions taken to resolve the issue was the pump was to be turned to minimum rate per the physician¿s order. The issue was not resolved and the patient¿s status was noted to be unknown at the time of the report. Additional information received reported that the physician was delaying adjustment until further review of the patient¿s admission chart.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the patient was admitted to the ICU for aspirational pneumonia. During the stay in the ICU, the patient experienced increased pain, and had a catheter dye study performed. The radiologist was only able to aspirate 0.2ml, and the fluid aspirated was blood-tinged, so he was unsure if the fluid was from the catheter. Dye was injected into the catheter, and it pooled just outside the catheter around the sutureless connector. The catheter was not primed, and the possibility of a catheter revision in the future was discussed. The patient's pain was treated and the patient was given a fentanyl patch. The pump was infusing dilaudid (10mg/ml at 4.788mg per day), baclofen (2000mcg/ml at 957.5mcg per day), bupivacaine (37.5mg/ml at 17.953mg per day), and clonidine (1000mcg/ml at 478.8mcg per day). Additional information was received from the manufacturer¿s representative on 2017-jan-05. It was reported that the wrong sized need le was used for the catheter access port. It was reported that he used a 21 gauge needle which did not fit in the port. This lead to the dye looking like it had pooled at the catheter access port. The patient was released from the hospital and was re-admitted on (B)(6) 2017 for very painful back fractures.

Manufacturer narrative:
Outcomes attributed to the adverse events do not apply. Serious injury does not apply to type of reportable event. (B)(4) do not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.